Event description:
I'm a diabetic typ-1 and use abbot freestyle libre 3 with its matching app on an iphone se 2. Gen. I have several years of experience with freestyle products. For approximately 6 months I've been taking pancreatic enzymes due to problems with food digestion. Over the past years, some sensors stopped working before end of life, but always with a clear message of "error". Unfortunately, this time the sensor system showed severely false measurements, something I've never experienced before with abbot. In retrospective I would say that the measurements got worse and worse over a period of three days. There were more and more indications of hypoglycemia and in the last hours, before I got an error message (14. May 17:00 - 15. May 7:00) it was showing between 50-70 mg/dl. The error message in the app said: "replace sensor your sensor runs continuous quality checks, and it has shut down for your safety. Please apply and start a new sensor to continue monitoring your glucose." Several times over the course of those 3 days I observed a sensor error saying: "glucose readings paused your sensor runs continuous quality checks and glucose readings have been paused. Once it passes these checks, your sensor will resume providing readings. Please check again in 10 minutes." Due to these completely wrong values, I took way too much sugar and my metabolism completely derailed. At this time I was on holiday and had to consult my doctor to help me overcome my problems. I was exhausted, had problems with dizziness and concentration in general, was not able to drive a car, threw up and even collapsed. As I trusted the system to provide reliable glucose readings or at least indicate a problem (sensor error) in case of system failure, it took a while for me make a reference glucose measurement based on blood. I must also add that I was not sure if there was a possible problem with sugar absorption due to the relatively recent problems with the pancreas. I was very shocked when my device said that the value is greater than 600mg/dl. When I contacted abbot, the customer service was quite friendly and willing to replace the faulty sensor free of charge. But then I was forwarded to another person to talk about the medical implications. One of the first questions raised was whether I've made already a report to a "zulassungsbehörde". I asked what this was and was given a list, starting with FDA. The lady couldn't answer what this institution does or how to contact them. During the medical/technical interview, I was told that I should have read the user guide more carefully, because it says that in cause of doubt, a reference glucose measurement based on blood should be done. It didn't occur to me that my sensor would, over such a period of time, continuously give completely wrong values without showing an error. I understand that this a kind of risk mitigation, but I believe there are technical means which could help the user to understand situations more clearly. The quality checks and paused readings should use the information on how long the measurement results did not differ very much e.g. More than 6h not leaving a range of +/- 10mg/dl. Then and maybe with other information coming from the sensor or its history log, a warning message could be raised, saying: please make a blood measurement in order to verify current suspect readings". I've to send the freestyle libre sensor to abbot: serial number: (B)(6) I still have the daily graphs from the sensor readings in the app. I do not have anymore the package for the suspect sensor, but the number on the only bar code of a package from the same lot says: (B)(4). Apart from this abbot seems to be happy with the data provided in picture. No smoking, no alcohol. Ref report: mw5170651.